Event description:
It was reported by service report that the power load is getting stuck half way and the cot cannot be removed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power load is getting stuck half way and the cot cannot be removed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation found that an obstruction in the transfer had caused the transfer to not advance to the transport position. It was identified that the obstruction was the magnet mover trigger and the associated screw that fastens the trigger to the transfer. There was no electrical problem or loss of power that contributed to this event.